Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the scroll compressor failed during last use and had been replaced per the 5000 hour pm schedule. To fix the issue, the fse replaced the compressor, scroll and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed test code 14 when powered on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the scroll compressor failed during last use and had been replaced per the 5000 hour pm schedule. To fix the issue, the fse replaced the compressor, scroll and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6) medical center.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed test code 14 when powered on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusion), h10.

Event description:
N/a.